Manufacturer narrative:
Results of investigation: the compressor assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to failed bearings on the orbiting scroll and gaskets coming out of place causing the compressor to fail.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's compressor was noisy when being used and it alarmed loss of air approximately every 20 seconds. There was no patient involvement.